Manufacturer narrative:
(B)(4) - results: (cva/stroke).

Event description:
During the index procedure, the pt had four endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal rca and one endeavor sprint rx drug-eluting stent implanted to the left pda. Pt was asymptomatic/free of symptoms at 30 day, 6 month and 1 year f/u. Approx 17 months post index procedure, the pt suffered an ischemic stroke. Diagnosis was made by CT. The investigator assessed that the event was not related to the study device. Pt had cardiac status of stable angina at 1.5 year f/u. (Ref MFR# 2953200-2011-00522, 2953200-2011-00523, 2953200-2011-00524, 2953200-2011-00526). No other clinical sequelae were reported.